Event description:
Per the clinic, the patient developed skin overgrowth around the abutment, leading to the decision to perseu soft tissue removal. The surgery was performed on (B)(6), 2012, and there have been no further reports of patient complaints. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.